Manufacturer narrative:
(B)(4).

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, the harvester noticed that the exterior box and inside package had some damage to it. Because there was concern that sterility may have been broken, they decided to not use this kit and open a new one. From talking to the customer, it sounds like the box may have been damaged after the hospital received it. No patient involvement.